Event description:
Customer reportedly received results of 437 mg/dl and 115 mg/dl within 10 mins on the aviva system. Customer administered humalog based on result of 437 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.